Event description:
Patient was sent for a chest x-ray and device function test and found to have externalization on the defibrillating lead-right ventricular lead. Device did not function properly during testing.